Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The broaches won't locked properly on the broach handle, it is loose.

Manufacturer narrative:
The device associated with this report was not returned. A two-year search of the complaint database did not identify a trend for this product code. The lot number was reported as j1010. This lot code indicates a manufacture date of (B)(6) 2010. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned broach handle confirmed the handle is loose. The root cause is attributed to combination of inadvertent user error secondary to wear out due to normal to heavy use. Based on the investigation, the need for corrective action is not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.